Event description:
It was reported that a needle clog occurred during use with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported that needle was blocked, bent, and the non patient end is broken." 2 occurrences were reported.

Manufacturer narrative:
Investigation: customer returned two (2) used 32gx4mm bd pen needles without a cover, tear drop label, or inner shield attached. Customer reported needle blocked, needle(s) bent, and rear cannula end is broken. Both returned pen needles were examined, and it was observed that one of the pen needles had a broken non-patient end (npe) cannula and the other pen needle had a bent npe cannula. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported that needle was blocked, bent, and the non patient end is broken." 2 occurrences were reported.